Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, oversensing episodes were noted on the right ventricular lead. The physician decided to not take any action. The lead remains implanted and will continue to be monitored. The patient was in stable condition.